Event description:
Upon arrival on shift, after receiving report, a scheduled patient-ventilator assessment was completed. It was noted that the alarms were set out of safe clinical range, most notably the high pressure alarm was set above 90. While other alarms were set notably outside of range, I cannot recall the specifics. Alarms were immediately reset to clinically-appropriate ranges. It was then noted that the patient had not been given any humidity (via hme heat and moisture exchange or otherwise). An hme was placed in the patient circuit after noting this.